Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of lo results. Customer states that she feels lightheaded but denies the need of medical attention. The customer's expected blood results are 90- 110mg/dl fasting. Verified the strips expired 5/31/2016. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: 1: "lo" (B)(6) 2015 03:41:00 pm fasting:yes. 2: "lo" (B)(6) 2015 03:28:00 pm fasting:yes. 3: "lo" (B)(6) 2015 03:22:00 pm fasting:yes. 4: "lo" (B)(6) 2015 03:07:00 pm fasting:yes. Memory concerns:"lo".